Event description:
It was reported that an unspecified access set had air in the line while in use with a novum iq large volume pump; the pump alarmed for air in line (ail). The infusion has been running for approximately 9 hours. A new bag was hung 2 hours prior to the ail alarm, and the tubing was not changed. A primary infusion of vasopressin (20 units/50ml) at room temperature was being administered at 6ml/hr. To clear the alarm, the roller clamp was closed, the set detached from the patient's access, and fluid expelled. The line was reloaded, and the infusion resumed with no further alarms. It was suspected that air may have been present in the upper y-site and was released when tubing was inverted to attach the new bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and the reported condition could not be confirmed or refuted. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.